Event description:
Customer reported an alaris tubing malfunctioning. Reported a secondary infusion of potassium bolus was started and 10 minutes later, the secondary bag was empty and the primary bag contained more fluid that when the infusion was started. No patient harm reported. A new secondary infusion of potassium was given without incident using new primary and secondary administration sets. The user saved the initial primary and secondary administration sets, reproduced the event and observed fluid flow from the secondary bag into the primary bag.

Manufacturer narrative:
(B) (4). (B) (4). The IV administration set has been requested but not received to date. A follow up report will be filed if product is received in the future. This report will be filed by the manufacturer.